Event description:
Customer called to report that the insulin pump's reservoir is empty and the bolus wizard recommended the wrong amount of insulin. Customer stated that the bolus did not show up in the pump's history file. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.